Manufacturer narrative:
Per user facility's perfusionist, there was not a device failure, rather a user error. The revolutions per minute (rpm) were below 1500 and that is why the cardioplegia (cpg) roller head would not restart. The pump was configured that way and the perfusionist using the pump did not realized it.

Manufacturer narrative:
The reported complaint was confirmed. A second occurrence occurred the next day with a back-up pump mentioned during diligence which had the same failure. Multiple diligence attempts were unsuccessful to determine if the back-up pump was a the manufacturer's equipment in addition to the part number and serial number of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per user facility, the roller pump was being used in the cardioplegia (cpg) position and there were no audible alarms prior to the roller pump stopping.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.